Event description:
An external power outage occurred during a routine hemodialysis treatment. Rinseback was not performed due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased from 2000units/week to 3000units/week. No other medical intervention was provided.

Manufacturer narrative:
There is no evidence of a device malfunction. The blood loss is attributed to possible clotting due to the amount of time the blood pump was stopped. In the event of an external power outage, the user's guide includes instructions for performing manual rinse back when trained and instructed by the facility, to return the pt's blood with no impact to pt safety. Nxstage medical considers this report closed. No additional info will be provided.